Event description:
It was reported that during a hand surgery, the tourniquet cuff lost pressure. The cuff was replaced by a back up cuff and the procedure was completed successfully. There was some blood leakage into the surgical site, but the account did not know how much occurred. There was no reported intervention due to this event and no adverse consequences reported.

Manufacturer narrative:
The cuff was discarded by the account and is not available for investigation.